Event description:
While on-site performing scheduled preventive maintenance, a beckman coulter inc. Field service engineer (fse) noted that the unicel dxl800 access immunoassay system possessed pinched dispense probe #3 tubing. The tubing appeared to have been routed correctly, but was still pinched. The pinched tubing resulted in a flood in the wash carousel. The instrument had been generating 'dark count errors' which are indicative of a flooded wash carousel. The customer indicated that they had been generating quality control results only a the time of this event, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was at the site when this event was discovered.the field service engineer (fse) replaced the dispense probe. The fse performed a routine system check, a high sensitivity system check and a carryover test with acceptable results. The fse performed a calibration and quality control assessment for all assays. No issues were noted.although the instrument was repaired prior to returning it into service, a definitive root cause has not been determined to date for this event.